Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a cs 064-0008 call service alarm. During testing, the pump emitted a cartridge not detected alarm. No other alarms were duplicated during investigation. The pump rewind step and 24 hour exercise could not be completed due to the alarm. Unrelated to the complaint, moisture was visible behind the pump display lens. A leak test was performed and confirmed a display lens leak. The battery compartment was also observed to be cracked. The pump case was removed and evidence of moisture ingress was found on all internal surfaces.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.